Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported seven (7) large volume folfusors leaked. When "turned upright, a small amount of liquid began to drain from the top of the infusion set.". This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.